Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon came out ripped in half - vagina [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort]. Tampon was uncomfortable [medical device site discomfort]. Painful - vagina [vulvovaginal pain]. Tampon was painful [medical device site pain]. It came out ripped in half - tampon [device breakage]. It was extremely painful to take out - tampon [complication of device removal]. Case description: consumer reported via email that the tampon was ripped in half during removal. No serious injury was reported.